Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of event is unknown. Dates of implant and explant are unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact information was not provided for reporting. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, one veterinary arthrodesis plate broke. No additional information available for reporting. This report is for one (1) 3.5mm/2.7mm pancarpal arthrodesis plate, 12 holes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is confirmed as the narrative of the complaint could be confirmed based on the received x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.